Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during predilatation of the left vena ilaca communis, the pta balloon catheter was inflated to 18 atm, but allegedly would not deflate. The health care provider (hcp) made several attempts to deflate the balloon with different inflation devices and syringes but was unsuccessful. It was further reported that the hcp positioned a support catheter distal to the balloon and used the rigid end of a guidewire to puncture a hole in the balloon. The balloon did not fully deflate. Reportedly, the hcp began to retract the balloon catheter into the introducer sheath when the balloon detached from the catheter but remained in the same location. A snare device was used in an attempt to capture the balloon from the distal end but was unsuccessful; however, the snare device was used to capture the guidewire and keep the balloon in position. The hcp used a combination of an angiography catheter and another guidewire to move the balloon close to the sheath but not into the sheath. The sheath was removed from the contralateral access site and the snare device and the balloon were removed through the skin at the contralateral site. Thirty minute compression of the access site was maintained to stop the bleeding. The procedure was restarted and successfully completed.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device and radiographic images were returned for evaluation. Based on the images, the reported issues could not be confirmed. A visual inspection of the device found the balloon to be completely detached from the catheter at both balloon weld locations. Additionally, the catheter shaft was noted to be stretched, indicating retraction issues, and the detached balloon was returned inverted on itself. Therefore, the investigation is confirmed for the reported balloon detachment. Based on the balloon detachment and stretching noted to the catheter shaft, the investigation is confirmed for retraction issues. However, the investigation is inconclusive for the reported deflation issue as the device was unable to be functionally tested due to the detached balloon. The definitive root cause for the alleged deflation issue could not be determined. However, it is possible that deflation issues and puncturing the device with a guidewire lead to the identified retraction issues through the introducer sheath. It is likely that the retraction difficulties contributed to the balloon detaching and the marker band dislodging. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: apr/2021. (B)(4).

Event description:
It was reported that during predilatation of the left vena ilaca communis, the pta balloon catheter was inflated to 18 atm, but allegedly would not deflate. The health care provider (hcp) made several attempts to deflate the balloon with different inflation devices and syringes but was unsuccessful. It was further reported that the hcp positioned a support catheter distal to the balloon and used the rigid end of a guidewire to puncture a hole in the balloon. The balloon did not fully deflate. Reportedly, the hcp began to retract the balloon catheter into the introducer sheath when the balloon detached from the catheter but remained in the same location. A snare device was used in an attempt to capture the balloon from the distal end but was unsuccessful; however, the snare device was used to capture the guidewire and keep the balloon in position. The hcp used a combination of an angiography catheter and another guidewire to move the balloon close to the sheath but not into the sheath. The sheath was removed from the contralateral access site and the snare device and the balloon were removed through the skin at the contralateral site. 30 minute compression of the access site was maintained to stop the bleeding. The procedure was restarted and successfully completed.